Manufacturer narrative:
Per data log analysis, on (B)(6) 2019 the system was shut down. The next power up, the date changed to (B)(6) 2019. On the next power up the date was changed again to (B)(6) 2019. This causes the battery capacity to be set to zero since the power manager detected the system was in storage for seven months. This caused the reported red battery indication. Most likely the issue is with the cmos battery in the central control monitor (ccm).

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) date and time to remain consistent throughout the evaluation. Per pst, the coin battery voltage measured 2.7815 volts direct current (vdc), expected voltage is 3.0 vdc. There is not enough evidence to indicate whether or not the lower voltage of the coin battery caused the date to change.

Manufacturer narrative:
Updated block: d10. The field service representative (fsr) returned to the user facility to replace the central control monitor (ccm). He replaced the ccm. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The coin battery was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the issue. The hlm was at 17.95 amp hours (ah) and returned to 18.00 ah within 15 minutes. The fsr downloaded the logs and completed testing of hlm and could not determine any issues. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the batteries on the heart lung machine (hlm) did not appear to be holding a charge and had a "red" status. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.